Manufacturer narrative:
The returned sample was received cut in half and was inspected at the manufacturing site under (B)(4) microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body compatible with handling, such as during the explant process. No unacceptable cosmetic conditions related with the manufacturing process were observed in the returned sample. Based on the manufacturing record review, the documentation showed that the production order was manufactured according to product specifications. Expiration date: 09/15/2013. Device manufacture date: 09/15/2008. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent explant of the intraocular lens due to dysphotopsia, impaired vision with glared visibility. Another lens, same model was implanted. No further information was provided.